Manufacturer narrative:
This product has not been received back for inspection. Without being able to inspect the cushion in question, it is not possible to determine the cause of this incident. We will continue following up with the dealer, customer service and our sales rep to try to get the necessary items back for inspection. When and if we are able to get more info, a follow-up will be filed.

Event description:
The end user had to stop using the jay duo cushion due to a skin breakdown. They stated that the metal frame on the wheelchair had caused the cover of the cushion to rip on both front sides, causing the gradual redness and breakdown of the skin.